Manufacturer narrative:
E1: patient city : (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set cannula was bent. The events occurred on same day of use. The infusion set was used for the same day of insertion. The high blood glucose level was 280 mg/dl and treated with pump therapy via bolus set change. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.